Event description:
It was reported that the patient presented at clinic for a left ventricular (lv) lead implant procedure. During the attempt to reposition the lv lead on (B)(6) 2025, it became stuck and difficult to remove. The helix was clogged with tissue, and experienced issues with extension and retraction. Eventually, the lv lead was removed and found to be bent and disfigured. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.